Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. Additionally, it was reported that an altitude alarm occurred while the customer was within the labeled operating altitude range. The customer resumed insulin delivery successfully. There was no adverse impact to the customer¿s blood glucose level.